Event description:
Complainant alleged that while attempting to monitor a 67 year old male pt in cardiac arrest, the device did not recognize the attached electrode pads. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.